Event description:
It was reported that the patient experienced hyperglycemia with a reported blood glucose of approximately 400 mg/dl while using the ilet, with the cause described as unclear and the patient noting they had not eaten for two days and that the ilet had otherwise been working well; the patient also reported use of subcutaneous insulin by pen. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device malfunction reported by the user and no identifiable device-related issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.